Event description:
Procedure type: urological. According to the reporter: the patient underwent a anterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain and suffered bodily injuries. The device remains implanted.